Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. B97487, d60751, b60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2013, polymenorrhoea and dysfunctional uterine bleeding. Concurrent conditions included irregular menstruation. Concomitant products included oral contraceptive nos from 2009 to 2014 for birth control as well as cetirizine hydrochloride (cetirizine) since 2017, ibuprofen (motrin), ketorolac tromethamine (toradol) and topiramate since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("left coil placement failure"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with eletriptan, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea, fatigue, headache, weight increased, uterine leiomyoma and vaginal haemorrhage had resolved, the migraine was resolving and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date (B)(6) 2014- right coil placement, (B)(6) 2014- left coil placement. Current weight: (B)(6) lbs. Right side- 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pain, abnormal bleeding, cramping, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr was received. Reporter information was updated. The event "injury" was updated to new events: "abnormal bleeding (menorrhagia)/ excessive periods, dysmenorrhea (cramping), migraines, headaches, fatigue, weight gain, uterine fibroids,abnormal bleeding (vaginal), abnormal bleeding (general), left coil placement failure" medical history ,lot number, concomitant drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (genaral)') in a 37-year-old female patient who had essure (batch no. D60751-invalid, b97487, b60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2013, polymenorrhoea and dysfunctional uterine bleeding. Concurrent conditions included irregular menstruation. Concomitant products included oral contraceptive nos from 2009 to 2014 for birth control as well as cetirizine hydrochloride (cetrizine) since 2017, ibuprofen (motrin), ketorolac tromethamine (toradol) and topiramate since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("left coil placement failure"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with eletriptan, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea, fatigue, headache, weight increased, uterine leiomyoma and vaginal haemorrhage had resolved, the migraine was resolving and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date (B)(6) 2014-right coil placement, (B)(6) 2014-left coil placement current weight 145 lbs. Right side- 4 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pain, abnormal bleeding, cramping, menorrhagia, lot # d60751 is invalid. Lot number: b60751. Manufacture date: 2013-08-14. Expiration date: 2016-08-31. Lot number: b97487. Manufacture date: 2013-11 -22. Expiration date: 2016-11 -30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.